Manufacturer narrative:
The investigation of hemolysis has been completed. No product was returned for analysis. The clinical details mentioned the pump was pulled 10 centimeters back. Clinical information mentioned the hemolysis did not resolve with repositioning and with pump removal. Clinical details also mentioned the patient had poor prognosis and significant comorbidities. The data logs returned did not span the entire case duration. Logs only show 20-feb-2025 and no motor current spikes. The root cause of the hemolysis issue could not be definitively determined as no product was returned for analysis and insufficient data logs were provided. G.1 reporting contact us phone number should of been left blank on the initial manufacturer device report 1220648-2025-26754. Added manufacturing site fax number as it was inadvertently omitted from initial manufacturer device report 1220648-2025-26754. H.1 type of reportable event was previously entered incorrectly on the initial manufacturer device report 1220648-2025-26754.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient developed hemolysis during impella cp support. The pump was repositioned, but the condition persisted. Support was continued for two more days until the decision was made to withdraw care due to the patient's significant comorbidities and poor prognosis. The patient subsequently passed away. It is unknown if the condition contributed to the patient's passing.